Event description:
On 10/17/96, a facility nurse informed the MFR's clinical representative that the pt was presented to the facility office and stated that she was told by the people at the implanting/attending facility that her device "wasn't working" and that it would not be utilized anymore. The pt requested this facility nurse help her. The facility nurse contacted a nurse at the implanting/attending facility who informed her that the residual volume was usually 10cc's; however, over the past weeks the residual volume =25cc's. No dye study or declotting procedure had been performed. The implanting/attending facility's nurse also stated that the pt's disease had spread and as a result, a decision was made not to utilize the device in the pt's therapy any longer. To MFR's knowledge, the device remains implanted although not being utilized in the pt's therapy.